Manufacturer narrative:
The report of dim/missing segments was confirmed dimmed segment(s) on all eleven (11) returned pump module display boards. Testing performed on the returned pump module display boards found at least one led on the seven segment led to be dim. The affected component on the returned display boards is u4 (led display 7.6mm) the devices were being used for treatment a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the led screens were dim or have missing segments, which can result in incorrect information being displayed to the clinical operator of the device (example: it would appear as number "5" instead of number "6"). There has been no patient consequences.